Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017 a patient (pt) called to report he/she was diagnosed with a corneal ulcer in the left eye in (B)(6) 2017 while wearing the acuvue oasys for astigmatism brand contact lenses. The pt reported he/she had a prior right eye corneal ulcer in (B)(6) (documented and reported in a separate report) then about 2 weeks later he/she was diagnosed with a corneal ulcer in the left eye in (B)(6) 2017. The pt reported he/she had been diagnosed with dry eye syndrome and that was the cause of the ulcer. The pt reported he/she did sleep in the lenses a few times when the ulcer occurred. The pt reported he/she went to the ecp, who did not treat the pt for the (B)(6) 2017 corneal ulcer, but referred the pt to a corneal specialist. The pt reported the corneal specialist diagnosed the dry eye and the corneal ulcer in the left eye. The pt reported the ecp prescribed erythromycin ointment at bedtime and besivance q1 hour for the first day, then 3-4 times a day afterward. The pt reported he/she followed-up with the specialist a couple of days after the diagnosis, then once a week until the ulcer healed. The pt reported he/she wore the lenses monthly as prescribed by the ecp. The pt reported he/she has a scar on the left eye, but advised it has not affected his/her vision. The pt reported the corneal specialist sent the pt back to the prescribing ecp for a new contact lens prescription for a daily wear contact lens. The pt reported he/she was currently wearing daily trial lenses without issue. On (B)(6) 2017 a call was placed to the pts prescribing ecp and the additional medical information was obtained as follows: the ecp reported the pt was referred to a corneal specialist who saw the pt and reported the ulcers were due to dry eyes. The pt was released back to be refit in a daily disposable lens. The ecp reported he/she had no knowledge of left eye scarring and has not seen the pt. The ecp reported the corneal specialist prescribed erythromycin ointment and besivance. The ecp reported the pt had a total of three corneal ulcers. No additional medical information was received. Multiple calls were placed to the corneal specialist for additional medical information, but no additional medical information has been received. On (B)(6) 2017 an email was sent to the pt requesting pts written consent for additional medical information from the corneal specialist. No additional information has been received. This report if for the pts left eye corneal ulcer event diagnosed in (B)(6) 2017. The other two reported corneal ulcers will be submitted in a separate report. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00m5td was produced under normal conditions. The suspect lens was discarded. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.